Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. Additionally, the white septum material of the cartridge was damaged. The customer's blood glucose was between 220-240mg/dl. Reportedly, the cartridge was changed to address the issue.